Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: 18f manta deployed intra-arterially following a tavr. 6.5mm vessel. There was moderate posterior wall calcification at level of access, heavily calcified into the iliacs, shockwave used prior to tavr sheath placement posterior plaque noted pre procedure on CT. Shockwave was planned from the start because of the iliac calcium. Post shockwave 14 to 22f dilators were used to prep the path for the sheath. No noticeable difficulty with removal. Access obtained with ultrasound guidance and micro puncture. Pre deployment depth, 2+1. The entire manta device was deployed into the rfa, so the physician removed it, and repaired the artery. Outcome of patient was stable following manta removal.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photographs and video were submitted and reviewed.the device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the patient's vasculature reportedly had moderate posterior calcification present at the access site and a heavily calcified iliac. Lithotripsy treatment and various dilators were utilized to gain access for sheath insertion prior to initial sheath placement. During deployment, the manta closure device was deployed intra-arterially. Manual pressure was held, the manta device was explanted, and the vasculature was repaired. The root cause of the inter-arterial deployment is likely from the toggle catching on the plaque present throughout the vessel. The IFU was reviewed and lists warning: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The safety and effectiveness of the manta device have not been established in patients who had previous iliofemoral intervention in the region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arteriovenous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.